Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon would not deflate. The balloon was removed while inflated. No pt injuries or complications occurred.

Manufacturer narrative:
H. 2 it appears the device will not be returned, so no returned product analysis will be available.